Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with a highest blood glucose of approximately 250 mg/dl for about two hours, with fingerstick confirmation and no alerts or alarms reported, and troubleshooting and education were completed. Symptoms included thirst. Outcomes included no medical intervention, no use of back-up therapy, and no ketone testing. Investigation included complaint handling and user troubleshooting. Investigation of this case revealed that the cause of the hyperglycemia was unclear and no device malfunction was identified. It was concluded that the event was user-reported hyperglycemia with cause undetermined and that the device function could not be linked to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.